Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be over penetration of the needle resulting in the silicon tube falling off when the needle was pulled out . At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Whilst retracting the needle from the knee the anchors silicon sheath remained in the joint. The surgeon had to retrieve it using graspers. He was concerned that the sheath might have migrated into the posterior recess of the knee joint. Five minutes delay to surgery. No adverse event reported. The following additional information was received via email from our affiliate on 8-19-15; the lot number of the needle is 3805031. The surgeon had completed his repair and the silicon tubing was dislodged as he withdrew the last anchor from the joint.

Manufacturer narrative:
The complaint device is not being returned and therefore is not available for evaluation. Without physically evaluating the needle and the silicone tubing, the exact failure or the root cause cannot be determined. No lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Whilst retracting the needle from the knee the anchors silicon sheath remained in the joint. The surgeon had to retrieve it using graspers. He was concerned that the sheath might have migrated into the posterior recess of the knee joint. Five minutes delay to surgery. No adverse event reported.